Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with 3100a ventilator where the unit had a burning smell and was smoking. Furthermore, there was no patient associated with the reported event. The problem happened prior patient use.